Event description:
Patient's mother contacted by pharmacy in 2008 regarding tyco/kendall heparin 100 units/ml flush pfs recall. Patient had affected lots in home. Mother reports some complaints of diarrhea and stomach ache for a week. Mother also reporting one IV infusion pt complained of pain and winced with infusion. Replaced with bd brand heparin pfs flush. Sixteen days later - follow up with mother who reports no symptoms or problems since starting new bd brand heparin flushes. Dose or amount: 500 units = 5ml, frequency: 3 x weekly and ud, route: IV. Dates of use: approx 3 weeks. Diagnosis or reason for use: implanted port-a-cath patency. Event abated after use stopped or dose reduced: yes.